Event description:
It was reported the patient had tmj replacement in 2005, which was removed in 2007. The product was explanted because it was mobile and the few screws (3 in mandibular component and 3 in fossa component) were loose, and causing the patient pain.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The product was implanted by dr (B) (6) in (B) (6) in 2005 (exact dates not provided), and was explanted by dr (B) (6) in 2007 (exact dates not provided). The part number and lot number of the devices in question were not provided. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.